Event description:
The customer reported the transducer would not activate during a therapeutic percutaneous nephrolithotomy procedure. Both the check probe light and the error light were red, and when the physician attempted to put the device on standard or high power, nothing would happen. The customer performed troubleshooting by rebooting the shockpulse unit, taking the probe off and reattaching the probe, and trying a new probe; however, troubleshooting was unsuccessful. This occurred with both reusable and single-use probes. The intended procedure was completed with another device of the same model. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. The transducer did not activate when either the standard power switch or high power switch were pressed due to a faulty transducer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the root cause of the reported issues cannot be determined. Possible situations related to the reported failures are addressed in the device's instructions for use (IFU): regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." For the problem with the error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." The device's IFU provides the following warning: "do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor field performance for this device.